Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported electric arc and burn marks on the ac plug was confirmed through visual inspection. However, the issue could not be replicated during laboratory testing. The inspection process found thermal damage on the ground and neutral prongs of the suspect pcu s/n (B)(6). Thermal damage was also observed on the ground prong of the suspect pcu s/n (B)(6) and dried fluid was noted on the rear case and power cord retainer. All inspected parts were manufactured by bd. Test results measured the actual ground resistance for pcu s/n (B)(6) and for pcu s/n (B)(6). Results confirmed that both units are within specification. A ground leakage current test was also performed under normal and reversed polarity, and with both open and closed neutral connections. Both suspect pcus passed all testing and were verified to be operating within specification. The pcu event, error, and battery logs were retrieved from the suspect devices using alaris system maintenance (asm) software to evaluate programming and event details related to the incident. The log analysis confirmed that no errors or discrepancies related to the reported event were found in the error logs of either suspect device. Suspect pcu s/n (B)(6): on (B)(6) 2026 at 12:07 am the suspect pcu s/n (B)(6) was disconnected from ac power, reconnected to ac power at 2:59 am and disconnected to ac power at 5:01 am. At 5:10 am the unit was channeled off. Suspect pcu s/n (B)(6): on (B)(6) 2026 at 3:02 am a secondary infusion started for drug ID 208 at a rate of 33.3333 ml/hr and volume to be infused (vtbi) of 25 ml. The vtbi was reprogrammed to 15 ml at 3:39 am. Between 4:05 am and 4:08 am the suspect pcu s/n (B)(6) was disconnected and reconnected to ac power. The rate was reprogrammed to 15 ml/hr. At 4:47 am the unit was channeled off. The bd alaris system with guardrails user manual v12.3.2 states to not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the electrical arc and burn marks on the plug could not be determined during the investigation; however, thermal damage was found on the ground prong of both suspect pcu¿s. Laboratory testing confirmed that the returned pcus were operating within specification, with no issues observed. It is not known the condition of the ac power receptacles at the facility, as worn receptacles can cause arcs due to their high resistance. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while being unplugged, there was an electrical arc and burn marks on the plug noted after patient use. A second device was noted to have a similar issue when being plugged in before patient use. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while being unplugged, there was an electrical arc and burn marks on the plug noted after patient use. A second device was noted to have a similar issue when being plugged in before patient use. There was no patient involvement.